Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used sample spiked into a 100ml bag was returned for evaluation. The sample was drained of the blood inside the set and was visually inspected. Each bonded joint was observed to be properly assembled and no cracks were observed along the set. The sample was leak tested per specification with passing results. The sample was then loaded into a pump and primed to replicate the conditions reported, no bubbles or leakage was observed during testing. Based on the evaluation of the sample the reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that after the blood tubing was primed, the clincian started the infusion at 75 ml/hr and within a few minutes blood leaked onto floor from under the IV pump face plate. The clician then noticed air in the tubing from the pump towards the patient. The air did not reach the patient. No injury reported.